Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The complaint states that a transmitter failed error occurred. Product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).